Event description:
The hosp reported that at the end of an endoscopic vein harvesting procedure, the conical tip appeared burned inside. After taking a closer look, it was reported that possibly the tip had not been screwed on tight enough causing blood to leak inside the tip. The reporter stated that the blood may have dried up with the heat from the scope. A new kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).